Event description:
As reported on (B)(6) 2013, patient of unk age and gender presented for an endovenous laser procedure. The procedure was successfully completed with no reports of complications or device malfunctions. It was reported that post procedure, the patient was admitted to the hospital due to an inflamed vein. It was reported the disposable device is not available to be returned to the MFR for evaluation.

Manufacturer narrative:
This medwatch report is not to report a device malfunction, but to report a patient outcome. It was reported that the device involved in the incident is not available to be returned to the MFR for evaluation. An investigation into the root cause for incident is currently in progress. Angiodynamics is attempting to obtain additional information in regards to the event and patient well-being. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).